Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Doctor from the emergency room reported via phone call that the customer was hospitalized with diabetic ketoacidosis. It was stated that the customer then experienced low blood glucose due to over shot of insulin. Doctor stated that the basal rate settings on the insulin pump were manipulated and they needed assistance to check the settings. It was advised that the original settings should be provided by the customer's doctor and they would have to get in contact with the endocrinologist to correct the settings. The customer was called on (B)(6) 2015 and she explained she had the paramedics take her to the hospital due to a medication she started taking on (B)(6) which was causing low blood glucose and making it hard for her to get it up. She clarified it was not due to diabetic ketoacidosis. Blood glucose value was 68 and then in the 50 mg/dl range. After treatment she was over 170 mg/dl. She declined troubleshooting. The insulin pump would not be replaced or returned for analysis.